Manufacturer narrative:
This cypher stent delivery system is distributed outside of the united states. However, it is similar to the united states cypher stent delivery system. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the physician felt friction with the vessel prior to reaching the target lesion and the cypher stent delivery system would not advance any further. Intravascular ultrasound confirmed there was no stenosis in the area of the lesion where the physician experienced the friction. But as the physician attempted to remove the cypher stent delivery system, it became stuck and would not move. The entire system had to be removed from the pt in a single unit. There was no report of injury to the pt.